Event description:
It was reported that during an unknown procedure, when the surgeon closed the device, it was found that the jaw was chapped. The device was not used on patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Release button. The (B)(4) device was returned with the handle shrouds opened and without a reload present. After further inspection, it was noted that the clamping mechanism was damaged. No functional test was performed due to the condition of the device. The device was disassembled to examine the internal components and the left side release button post was broken. While there is not enough evidence to conclude what caused the left side release button post to break and the shroud to become damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.